Event description:
Reporter indicated that pt experienced an increase in seizure frequency following vns therapy system replacement surgery. The pt reportedly experienced 2-3 seizures per day before replacement surgery due to end of service of their original system. Since system replacement surgery, the pt has experienced 10-15 seizures per day. Adjustments to device settings and medications have not resolved the increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizures is above pre-vns baseline frequency.